Event description:
The patient was in the hospital for a week with an ng tube for abdominal pain and small bowel perforation. The patient went to the or for an exploratory lap, remains on multiple pressors. The patient has had the ng tube for 13 days.